Manufacturer narrative:
(B)(4). Estimated age (reportedly in (B)(6)) a thorough analysis on the product could not be performed because it was not returned for investigation. Without the product to examine, no determination can be made as to the probable cause for the reported discrepancy. A cuff miss can be influenced by many factors including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Whether these conditions played a role in the experienced event cannot be verified. To ensure this type of experience is not a result of a potential product related deficiency, the needle trajectory of every device is checked during manufacture of the device. In addition, a sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. Based on the information available, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted arteriotomy closure of an unspecified vessel during an interventional procedure. Reportedly, when the plunger was pulled back no suture was present. The proglide device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report the following additional information was received: target access site was the right common femoral artery. An 8fr procedure sheath was used during an interventional procedure for aortic valvular stenosis. Reportedly, this was the first case in which the physician used the proglide device. No additional information was provided.